Manufacturer narrative:
No motor error alarm or unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple motor error alarm. Customer blood glucose value was 300 mg/dl. Customer stated that drive support cap appeared to be normal also the insulin pump had not been exposed to high magnetic field. Customer did not report an motor position encoder error alarm. Customer was able to complete pump rewind. Customer stated in pump alarm history contains more than one motor error alarm within the last 30 days. The device will be returned for analysis.